Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use. No patient injury was reported.

Manufacturer narrative:
The affected device was checked on site and the logbook was available for investigation. No malfunction was detected in the device check. The logbook analysis shows that the device's safety software had detected a temporary deviation within the electronics. The device's internal monitoring then triggered a singular warm start as specified to eliminate the deviation. The warm start eliminated the temporary deviation. During the warm start, spontaneous breathing is possible at any time via the unit's emergency breathing valve and this is additionally accompanied by an acoustic and visual alarm. After a maximum of 12 seconds, the device continues to breathe independently with the previous settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use. No patient injury was reported.